Event description:
It was reported during a transesophageal ultrasound electrocardiogram examination with the epic 7c ultrasound system, the user prepared to withdraw the unspecified transesophageal (tee) transducer; however, the transducer was unable to articulate forward or backward. The transducer was successfully removed once a sedative was administered to the patient intravenously. No further information is available. There was no reported patient nor user harm associated with this event. Philips has started an investigation and upon completion a follow-up report will be submitted.

Manufacturer narrative:
The complaint was escalated for a product analysis; however, the customer declined service and the affected s7-3t transducer was not available for return. Therefore, no further actions were required. The system has returned to service with no similar issues reported.